Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA (B)(4). Manufacturer reference: com (B)(4).

Event description:
Information was received that a remake of the appliance was requested as the anchors came out on one side. There was no patient harm or injury reported. No additional information has been provided.